Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced atrial fibrillation (af) with rapid ventricular response (rvr), resulting in inappropriate atp and three inappropriate shocks. Approximately three years later, it was reported that this patient had presented to the emergency room following a shock. Device transmission indicated this was inappropriate shock for af with rvr. The patient will continue to be monitored, and the device remains in service at this time. No adverse patient effects were reported. Additional information received reported that this crt-d delivered additional inappropriate shocks and inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response (rvr). The arrhythmia was detected in the vt zone, the rate accelerated, and it appears there was spontaneous conversion of the arrhythmia. This crt-d and right atrial (ra) lead exhibited high out-of-range pace impedance measurements greater than 2,500 ohms and oversensing. Technical services (ts) recommended that the electrophysiologist see the patient and make decisions on programming and medications. Ts also recommended further lead evaluation. The crt-d and ra lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced atrial fibrillation (af) with rapid ventricular response (rvr), resulting in inappropriate atp and three inappropriate shocks. Approximately three years later, it was reported that this patient had presented to the emergency room following a shock. Device transmission indicated this was inappropriate shock for af with rvr. The patient will continue to be monitored, and the device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced atrial fibrillation (af) with rapid ventricular response (rvr), resulting in inappropriate atp and three inappropriate shocks. Approximately three years later, it was reported that this patient had presented to the emergency room following a shock. Device transmission indicated this was inappropriate shock for af with rvr. The patient will continue to be monitored, and the device remains in service at this time. No adverse patient effects were reported. Additional information received reported that this crt-d delivered additional inappropriate shocks and inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response (rvr). The arrhythmia was detected in the vt zone, the rate accelerated, and it appears there was spontaneous conversion of the arrhythmia. This crt-d and right atrial (ra) lead exhibited high out-of-range pace impedance measurements greater than 2,500 ohms and oversensing. Technical services (ts) recommended that the electrophysiologist see the patient and make decisions on programming and medications. Ts also recommended further lead evaluation. The crt-d and ra lead remain in service at this time. No adverse patient effects were reported. Additional information received reported that right atrial (ra) lead fracture was suspected. The device was programmed to ddi with right ventricle (rv) only pacing. In addition, rv thresholds were tested and programmed accordingly. This crt-d, ra lead, and rv lead remain implanted at this time. No adverse patient effects were reported.